Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the caps are failing during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: we use bd vacutainer blood collection tubes, however, when using the purple tubes from lot 9036764, the cap pressure failed in several tubes. Additionally, on 2/12/2020 the bd sales consultant provided the following additional information: the incident was noticed after and during the use. The tubes presents lose of seal after opened one time. The customer informed about 10 events with the same defect. There was no damage to patient but the customer states that there is a contamination risk of the sample and the contributor. There was no need for medical or surgical intervention. There was no exposure of blood (the contributors was using security equipment). The whole lot was used by the patient, so there is no photo or sample available

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the caps are failing during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, translated from (B)(4) to english: we use bd vacutainer blood collection tubes, however, when using the purple tubes from lot 9036764, the cap pressure failed in several tubes. Additionally, on 2/12/2020 the bd sales consultant provided the following additional information: the incident was noticed after and during the use. The tubes presents lose of seal after opened one time. The customer informed about 10 events with the same defect. There was no damage to patient but the customer states that there is a contamination risk of the sample and the contributor. There was no need for medical or surgical intervention. There was no exposure of blood (the contributors was using security equipment). The whole lot was used by the patient, so there is no photo or sample available.